Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported postoperative "hyperob shift" in six to seven patients after intraocular lens (iol) implant surgery. The patients were treated with laser but the condition did not change. Additional information has been requested.